Event description:
It was reported that a malfunction occurred on the pump, which was indicated by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and call back if the issue reappears.